Event description:
The caller stated that patient had a 6fen tracheostomy tube and the cuff had deflated while in use. The caller did not know if the patient had any anatomical anomalies, if the cuff had been pre-tested, or how much pressure was used to inflate the cuff.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.